Event description:
A caller reported an issue with a continuous glucose monitor (cgm) displaying an error code. There was no reported adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, which resolved the issue, and they successfully started a new sensor session without encountering the error again.